Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) clinical product specialist that the proximal pressure lines were missing in a quantity of 3 rt219 adult breathing circuit kits of the same lot. This was noticed before patient use. Two of the breathing circuit kits were opened an used as the hospital had spare parts. The other breathing circuit kit, which had not been opened, was forwarded to an fph distributor. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: an investigation was carried out based on the event description and results of previous investigations on similar complaints, as the complaint devices had not been returned for evaluation. Results: a hospital in (B)(6) reported that the pressure lines were missing in three rt219 adult breathing circuit kits. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the breathing circuit package consists of a number of components grouped together during production. The omission of the pressure line from the breathing circuit kit is most likely due to operator error during the packing process. The new standard operating procedures (sops) have been implemented to assist the operators on the production line in correctly packing the breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component is accounted for. The pack card is changed as part of the line clearance procedure. (B)(4).